Event description:
It was reported, the pt's scs ipg was replaced with a different model per the pt's request due to the scs ipg moving around after the pt lost a significant amount of weight. F/u identified the issue resolved with the scs ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.